Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: patient city - (B)(6). Patient country - netherlands. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient experienced two events of infusion set crimped cannula on (B)(6) 2025. The blood glucose level was 300 mg/dl. The insertion site was buttocks. The infusion set was in use for four days. No further information available.